Event description:
While being used to deliver pt hydration solution, pump kept turning itself off. Client could not unlock it. Pump was sent back to MFR, problem was verified. Replaced faulty keyboard and front housing assembly. (*)